Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Reportedly, during a dwell cycle the home patient disconnected their transfer set from the patient line of the homechoice set. The home paitent did not make it back in time for the following drain cycle. When the home patient returned the cycler was alarming, home patient then reconnected self to the setup. Baxter's technical service center assisted the home paitent in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated wtih this incident.